Event description:
The reporter contacted animas on (B)(6) 2013 alleging that the bolus history for (B)(6) 2013 does not show up in the pump¿s bolus history. Review of the pump history revealed all other activity for (B)(6) 2013 was present, except for bolus history. There were no associated alarms and no pump suspensions. The reporter denied any power issues and no environmental exposure. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged bolus history issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.